Event description:
It was reported that the patient¿s lead broke which led to intermittent stimulation and shocking. The patient did not know how the lead broke but had not had any falls or trauma. The patient¿s healthcare provider indicated that the patient ¿must have bent over wrong or twisted wrong¿ to damage the lead. Two weeks prior to the report, the patient lost stimulation sensation on her right side and that side ¿went out completely¿. The patient reportedly met with a manufacturer¿s representative for reprogramming. The patient¿s stimulation was increased up to ¿such a high rating, a high pulsation¿ in order for her to feel it. After the reprogramming session, the patient started to feel shocks on her right side and experienced intermittent stimulation if she ¿moved a certain way¿. The patient then met with a manufacturer¿s representative the previous friday and that is when ¿they figured out¿ the lead was broken. The patient¿s right side was ¿turned off¿ at the time of the report. The reporter indicated that the patient experienced a pulsation sensation. The patient¿s left side stimulation no longer felt like it did before and was no longer a steady pulsation; it felt like it was ¿increasing and decreasing¿. The patient didn¿t use her stimulation during the day because she didn¿t like the sensation of stimulation increasing and decreasing with movements. It however helped her leg relax at night. The reporter noted that the patient¿s healthcare provider indicated he would remove and replace the lead but the patient was concerned about the broken lead damaging her spine. The patient was trying to decide what to do about the situation. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information stated the patient felt a jolting sensation in (B)(6) or (B)(6) of 2013. It was further stated the jolting sensation felt like "it just zapped her."it was noted the sensation was not steady. It was reported the patient met with a manufacturer representative (rep) and was reprogrammed and "it worked fine." It was stated when the patient went home and attempted to turn it on it did not work. It was then stated that when the patient bent forward it "shocked" her. The patient then met with her rep for another appointment and the rep "couldn't get the [patient's] right side to work again." It was stated the patient then told her rep, "let me move" at which point she moved forward and her right leg "flew out to the side." The patient reported that "that was when he (the rep) figured out that the lead was broken" and that "he went in to replace [the lead] and both leads were broken so he replaced both of them." It was noted the patient's implantable neurostimulator (ins) was not replaced, just the patient's leads.